Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The meter serial number and therefore the date of manufacture are unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc blood glucose meter turns on with the button, but not with a test strip. As a result of this issue, the customer was unable to test and reported that on (B)(6) 2016 at 22:00 he experienced unspecified "hypo" symptoms and called paramedics. Paramedics arrived and tested the customer with their meter, receiving a reading of 50 mg/dl. Paramedics assessed the customer as having hypoglycemia, and treated him with unspecified "glucose juice." There was no report of death or permanent injury associated with this event.